Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic. The patient had an x-ray as the state of the lead was doubtful. The patient continued with normal follow up, but nothing else will be done. Threshold, r wave and impedance were within normal values. The patient was fine the entire time.